Manufacturer narrative:
A bci field service engineer (fse) performed diagnostic test; all tests passed except the carryover tests. Fse replaced parts and repeated the carryover test. The customer sent the sample to beckman customer product line support (cpls) for additional testing. Cpls testing confirmed a patient source interference with a sample from this patient.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards vitamin b12 result above the normal reference range unicel dxl 600 access 2 immunoassay analyzer.patient sample was reported out of the laboratory.the sample was repeated on an alternate method and lower result was obtained. Patient treatment was not impacted by this event.